Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up after reporting experiencing shortness of breath and feeling tired with slight exercise to her primary care physician. Review of remote transmission revealed loss of capture on the atrial lead. Patient was brought in the clinic. Device interrogation revealed the atrial capture thresholds had increased since implant and the output was programmed sub-threshold. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.